Manufacturer narrative:
Insulin pump alarmed a35 during rewind due to motor encoder signal out of phase. Unable to perform basic occlusion, occlusion, prime/a33, the excessive no delivery and displacement test due to constant a35 alarm. No cosmetic damage noted. (B)(4).

Event description:
It was reported that the insulin pump alarmed multiple times. Nothing further reported.